Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery to treat a traumatic bleed using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached three initial smart coils using a non-penumbra microcatheter. While attempting to advance a new smart coil through the same microcatheter, the physician encountered resistance at the hub of the microcatheter. Therefore, the smart coil was removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.